Manufacturer narrative:
The device history record was reviewed; no related non-conformances were found. No escalation is required.

Manufacturer narrative:
It is unknown whether the product is available to be returned. If the product is returned a supplemental report will be submitted with the investigation results as well as the device history record. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with a patient using this ev1000a platform, there was a difference between the clinical presentation of the patient and the values provided by the monitor. The expected vs the provided values is unknown. There was no allegation of patient injury.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.